Event description:
It was later reported that the cause of the alarms was due to the patient allowing their batteries to become fully depleted which caused their backup battery power to be used to power the pump until they changed power sources. No further troubleshooting was performed and no equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of total battery depletion was confirmed through log file analysis; however, the reported event of the system controller not properly alarming could not be confirmed as the product was not returned for analysis and all expected alarms due to battery depletion were present in the log file at the time of the reported event. The submitted log files were reviewed for the reported event dates 18jul2025 - 19jul2025. Periodic system controller data captured the patient's batteries fully depleting on 19jul2025 due to extended use. The log files indicate on 18jul2025 at 21:52:50, a low power advisory alarm was observed. The alarm escalates to a no external power alarm by 00:52:49 on 19jul2025 due to both power cable voltages reaching below the alarm threshold. Once the external batteries were depleted the backup battery activates and is in use from 1:36:30 - 3:15:00 on 16jul2025. The backup battery was able to support the pump without issue during its use period. The system operated as intended throughout the remainder of the file and all equipment appeared to be operating as intended. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the reported event was determined to be user error in fully depleting the 14-volt batteries. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller clock corrupt alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an external power disconnect alarm for about 96 minutes on (B)(6). The patient said they woke up to take their dog out around 0100 in the morning on (B)(6) and the alarm was going off for about 96 minutes. The patient said that they did not hear any alarms go off and that they were awake when it would have started alarming. The patient was convinced the system controller did not alarm and stated their sister (who lives with them) also did not hear any alarms. Upon initial interrogation, it appeared that there was some low power advisories and then an external power disconnects for 96 minutes. The patient was concerned that the system controller did not alarm. A self-test was performed, and the tones were able to be successfully heard. A double power disconnect was also performed after collecting logs and an external power disconnect alarm was able to be heard. Log files were submitted for review. The log file captured 115 pulsatility index (pi) events on (B)(6) 2025. The periodic log captured a no external power event on (B)(6) 2025. This was not shown in the event log due to the abundance of pi events, so cause was unable to determined. The patient was connected to batteries at the time and the emergency backup battery count increased from 31 to 32 indicating a system controller disconnect from power (black and white lead) or total depletion of the external batteries. Other then this, there were no other unusual events recorded in the log file event history.